Event description:
It was reported that at implantation, the implantable cardiac monitor exhibited intermittent loss of ventricular sensing. The device was removed and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.